Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough information was provided form the account to properly complete an investigation. There have been no other complaints reported in the lot number. Additional information was requested on 02/03/2012 and 02/29/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) had been exchanged for a different model lens. Additional information has been requested.